Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the internal paddles did not work when used on a patient. It was reported that the device was in use on a patient at the time the alleged failure was observed. No adverse patient impact was reported.

Event description:
It was initially reported to philips that the internal paddles did not work when used on a patient. However, it was confirmed that the failure was not observed while in use on a patient. Based on the provided information, there was no patient use when the alleged failure was observed.